Manufacturer narrative:
Device not available.

Event description:
Catastrophic right periprosthetic distal femur fracture post-op right tka and tibial plateau fracture. Patient proceeded to get out of bed without assistance and fell onto the right lower extremity. X-ray showed worsening fracture of the distal femur. Patient was taken back to surgery for complete revision of the right total knee where the initial device was removed. During removal of the tibial baseplate the patient incurred a fracture of the posterior plateau. This fracture was able to be reduced and stabilized with screws. Patient revision was completed with another device and patient was sent to orthopedic floor for recovery.